Event description:
Caller reported a cgm error that occurred during their sensor session, involving a g7 sensor malfunction. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support, who provided complete pump reset information and assisted the caller through the reset process. This resulted in the error code not appearing again, allowing the caller to successfully start their sensor session.